Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that based on the logs on the unit, the fse replaced the monitor to video generator board (0040-00-0456) and the nvram. The unit passed all functional and safety tests and was returned.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital center, and the full event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported to local distributor that the cardiosave intra-aortic balloon pump (iabp) was not starting before use and asked to check the system. After checking the power supply and reconnecting the drawer, the device started. However, when checking the battery switch, the equipment shut down. The technician concluded that the system is running on mains power, but not on batteries, even though they were each charged at 80%. The doctors decided to install it on the patient anyway, and the parameters appeared correct. After the patient was disconnected from the equipment, technician performed a device check and found nothing abnormal, and the battery switch works correctly. The device is therefore functional.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h11. Corrected fields - b5.

Event description:
On 17 feb 2025, it was reported to the local distributor that the cardiosave intra-aortic balloon pump (iabp) was not starting before use and asked to check the system. After checking the power supply and reconnecting the drawer, the device started. However, when checking the battery switch, the equipment had shut down. The technician concluded that the system is running on mains power, but not on batteries, even though they were each charged at 80%. The doctors decided to install it on the patient anyway, and the parameters appeared correct. On 19 mar 2025 it was reported that the patient may have a patient cardiac massage following the event. The patient experienced cardiac arrest.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h11. Corrected fields: g2, h6 (investigation conclusions). Due to character limitation in block e1: initial reporter name: (B)(6). Additional point of contact: (B)(6). Event site state: (B)(6). Additional contact person phone number:(B)(6).

Event description:
On (B)(6) 2025, it was reported to the local distributor that the cardiosave intra-aortic balloon pump (iabp) was not starting before use and asked to check the system. After checking the power supply and reconnecting the drawer, the device started. However, when checking the battery switch, the equipment had shut down. The technician concluded that the system is running on mains power, but not on batteries, even though they were each charged at 80%. The doctors decided to install it on the patient anyway, and the parameters appeared correct. On (B)(6) 2025 it was reported that the patient may have a patient cardiac massage following the event.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h11.

Manufacturer narrative:
Previously submitted information in e1 for initial reporter is incorrect. Initial reporter name and email address is unknown.

Event description:
N/a.